Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "ruptured at exchange".

Event description:
Healthcare professional reported "implant was found to be ruptured at exchange". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "implant was found to be ruptured at exchange". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.